Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a g7 cgm, with the lowest cgm value of 56 mg/dl and an approximate duration of one hour; the user was on day four of pump use and reported that the algorithm was still adapting, and the low was treated with two glucose tablets and a small soda with subsequent recovery to 136 mg/dl. Symptoms included dizziness consistent with hypoglycemia. Outcomes included transient low blood glucose with recovery after oral carbohydrate intake and no hospitalization. Investigation included complaint intake and review of device use context. Investigation of this case revealed no device malfunction was identified and the event was consistent with early-use adaptation of automated insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.